Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main coronary artery. A 3.00 x 24mm synergy drug-eluting stent was selected for treatment. However, during the procedure, the shaft was broken. The device was removed, and the procedure was completed with a different device. No patient complications were reported.